Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, the cooling/heating system would not heat. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). After the fsr replaced a valve, the unit operated to manufacturer specifications and was returned to clinical use. If additional information become available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.